Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead had device sensing issues in the form of p-wave amplitude variation. A chest x-ray confirmed that the ra lead had no slack which led to improper contact within cardiac chamber. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.